Event description:
The customer has reported: on (B)(6) the resident broke their left knee joint, as a result of a disability. During the transfer the lifting function ceased to work and the resident was lowered without possibility to interfere by the staff. Additionally it was reported by the company rep visiting the site: the resident (hemipareses left and alzheimer's disease) was transferred from wheel chair to the bed by two caregivers. The leg support strap and the safety belt of the transfer sling were closed according to the caregivers. The caregiver raised lifting arm by handset suddenly the lifting arm lowered to the deepest position. The clearance between floor and resident was about 25cm. (B)(4).